Event description:
A customer reported that unexpected negative reactions were obtained with capture-r ready-ID (crrid), lot id163a on the galileo echo instrument.

Manufacturer narrative:
Upon review of the image result files, the antibody screening and identification results appeared as reported by the echo. The customer performed repeat testing with a different lot of crrid test wells and negative results were again obtained in all test wells. Immucor product investigations performed testing with the submitted patient sample, retention and returned product. The investigation did not identify a product deficiency. The customer issue was reproduced but not confirmed. The reactivity observed appears to be unique to the nature of the submitted sample. The e antigen was confirmed on the retention and returned products.